Event description:
It was reported by service report that the foot end of the bed was drifting down. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Lift motor nut. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.